Event description:
The following has been reported by customer: cannot on the device, after replaced the power supply the device is functioning as normal. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The reported device was not received in brézins for investigation because it was repair locally. The defective power supply board was received in brézins for investigation. According to the result of investigation, on visual inspection, traces of seepage and dirt were found on the welds. Some were therefore oxidized; no further investigation was carried out. Based on this information the root cause of this defect was found likely due to a mishandling of the board which corresponding to a misuse. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.